Event description:
A customer reported that blood backflowed into the infusion set during use of an electromechanical ambulatory infusion pump. According to the complainant, the patient re-primed the set at home and the backflow occurred again. Although an under delivery was not reported, the backflow indicates that the condition of the pump has the potential for causing an event. There was injury associated with the alleged malfunction.